Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited pump-related issues, including difficulty inflating, auto-inflation, challenges in pumping, and loud air noises. A surgical procedure was performed, during which no air or holes were observed, and the pump bulb did not remain flat. The pump was removed and replaced with a new ms pump. No patient complications were reported.